Manufacturer narrative:
Concomitant products: d314drg ICD, implanted (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited "lead failure." The lead was capped and replaced. No patient complications have been reported as a result of this event.